Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that during the procedure, the instruments were able to be verified, but the instrument ports on the instrument interface box (break out box) were all orange. The break out box was disconnected and reconnected, and the ports turned green, but the system showed, ¿low performance¿ on the screen. The system was rebooted and the issue was resolved. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825r, serial/lot: (B)(4), UDI: (B)(4). Site was not requesting service at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.